Manufacturer narrative:
The instrument has been received; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the failure analysis investigation has been completed.

Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument was noted to have a wire sticking out of instrument tip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.